Event description:
It was reported that this brady lead was not successfully implanted due to product performance anomaly. A new lead with the same model was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis did confirm helix difficulty observation with the lead as helix mechanism test failed due to the helix housing being clogged with dried blood/body fluid and tissue. Furthermore, susceptibility of helix fixation tips (both active and passive) to snagging tissue is a known risk.

Event description:
It was reported that this brady lead was not successfully implanted due to product performance anomaly. A new lead with the same model was implanted. No adverse patient effects were reported.